Manufacturer narrative:
(B)(4). Medical product: lps nexgen femoral component catalog # 00599601752 lot # 62173191, nexgen lps-flex articular surface catalog # 00596404210 lot # 62201616, stemmed tibial component catalog # 00598004702 lot # 62212733, palacos r 1x40 single catalog # 00111214001 lot # 74414287, palacos r 1x40 single catalog # 00111214001 lot # 74434300. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 3007963827-2019-00168, 0001822565-2019-02324. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing clicking noise in knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.